Event description:
The patient¿s omnipod¿5 controller reportedly malfunctioned after exposure to high temperatures while stored in a purse at the beach. The customer stated the device became extremely hot, emitted a burning odor, and the display was shattered with jittery screen behavior. The patient confirmed to be using the insulet-supplied cable to charge the device. The controller was no longer able to deliver insulin, and the patient cannot use injectable insulin due to absorption issues. The patient required emergency medical evaluation. No diagnosis or treatment during the ER visit was reported, and this event is documented in insulet complaint number cn-6818125. The patient subsequently reported an upcoming appointment with her diabetes specialist for further assessment.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdownomnipod software app version: 4.0.2operating system: n5004l-am-q-mv01602-06-01.06hardware: n5004lcgm sensor type: g7please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.